Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the sensor break. Customer's blood glucose was 7.2mmol/l. Customer stated when he removed the serter of the sensor base he found it detached. The customer was advised that replacement will be send.